Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600mg/dl. The customer stated that they had diabetic ketoacidosis and was treated with insulin drip. The customer also reported issues with bent cannula on infusion set. The customer's blood glucose level was 346mg/dl at the time of the call. The customer was not wearing the insulin pump during the hospitalization but was only off for less than 48 hours. The customer declined to troubleshoot the insulin pump and stated that they believed high blood glucose readings were due to the bent cannula. The customer was assisted with bent cannula troubleshooting. The customer stated that they had bent cannula on six infusion sets and occurred on the first day of use. The customer stood up to insert and uses serter but stated that they try to find fat to insert and had scar tissues from surgery but has no issue with sets not adhering. The customer was reviewed recommended insertion and site preparation techniques. The customer was advised to change infusion set. No product will be returned for analysis.